Event description:
A 2.5 mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology is unknown. It is unknown if the lesion was pre-dilated. It was reported that the physician was attempting to deploy the stent when the stent dislodged. The undeployed stent was retrieved with a snare. No further details have been obtained. The patient is fine. Evaluation summary: medtronic has received the device and its analysis has been completed. There were slight bends and twists at points along the shaft of the device. The entire mid section of the stent was severely deformed and stretched. There were a number of un-stretched stent segments at each end of the stent, the stent segments were squashed and damaged. The remaining stent segments were severely stretched and damaged. There was crimp/bake impressions evident on the balloon indicating that the stent was correctly crimped onto the uninflated balloon. The distal tip was severely damaged.

Manufacturer narrative:
Evaluation: results: embolism-device. Secondary intervention.